Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor anomaly as well as tubing and reservoir had air bubble and noticed by customer during therapy. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was mixed smaller and larger air bubbles. Customer states air bubbles were not removed successfully. The devices will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No unexpected motor noise anomaly, drive/motor anomaly or air bubble anomaly noted during testing. The motor was tested outside of the device and passed. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.